Event description:
A patient reported blood glucose results of "273 mg/dl, and 70 mg/dl" with a lifescan meter, performed within 11-20 minutes of each other. The meter, test strips, and control solution are being replaced.